Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead displayed high impedance and was not capturing. The lead was explanted and replaced. The patient was stable.